Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the packaging was not included in the bag holding the lead in the lab. There is blood on the overlay tubing on the lead. There is blood on the exposed svc coils on the lead. There is contrast on the helix . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the right ventricular (rv) lead was removed from the packaging, dust/fluff/hairy thing was on the shock coil. The lead seemed to be broken. Another lead was opened and again the lead seemed to be dirty/hairy and the lead was indicated to be broken. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.